Event description:
Reporter called regarding his airsense 11. On (B)(6) 2025 reporter stated he woke up to an odor, it smelled like "plastic was burning", he checked his tank and there was no water in it. He stated the device did not alert him when the water tank ran out of water. He states the resmed airsense 11 has safety features that allow it to operate even if the water tank runs out of water but the odor was concerning to him. Reporter feels this issue is a safety concern and would like the manufacturer to work to resolve it.